Event description:
The customer contacted stryker to report their device would intermittently not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue utilizing the battery. The battery wire harness was disassembled, inspected and all connections reseated; battery pins and display shield were proactively replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.